Event description:
A malfunction in the pump was reported by the customer, with no notable events occurring prior. There was no information provided about whether the malfunction affected the customer's blood glucose level. Technical support assisted the caller by providing instructions to reset the pump, after which the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.